Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient was observed with a small metallic object embedded in her iris after an uneventful cataract procedure. During followup, the surgeon indicated it was "unclear if this was from a surgical instrumentation or the actual composition of the object seen in the eye". Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No sample (unspecified possible phaco tip or injector) or the metal particle was returned for evaluation for the report of a small metal object embedded in the patient¿s eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. Both the phaco tip and injector have a device composition of titanium, but the metal composition for the complaint is unknown. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).